Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4) which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. No clear root cause could be determined as no products were returned for evaluation. Neither were article and lot numbers received. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that the patient underwent total left hip arthroplasty on (B)(6) 2008. It is also reported post op, patient experienced pain. Revision has been recommended but not performed.